Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a carotid artery stenting procedure, the stent did not appose to the vessel wall. The index procedure treated one 85% stenosed target lesion measuring 4x10mm in the ostium of the left internal carotid. Treatment consisted of placement of a filterwire ez and placement of a 8x21mm carotid wallstent. The wallstent did not appose to the vessel wall. The site reported that the proximal portion of the left internal carotid was very patulous (extended). Following predilation and placement of the wallstent, there was good relief of the stenosis, but due to the vessel characteristics proximally, the wallstent was not apposed to the vessel wall even following post dilation with a larger balloon. A second 10x24mm carotid wallstent was placed to achieve good apposition. The lesion was post dilated and residual stenosis was 0%. The patient was discharged two days post procedure.